Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise resulting in an inappropriate shock. The inappropriate shock induced ventricular fibrillation (vf) which was converted by an external defibrillator. As a result the patient suffered a stroke. The patient is currently doing fine. A subclavian fracture was visually observed by the physician. The lead was accidentally discarded by the hospital staff and will likely not be returned for analysis. No additional adverse patient effects were reported.